Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that during the left lung tumor resection surgery, after fired, noted some staples malformed with irregular shape. Changed to another ecr60d, the problem happened again. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.